Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device failed safety assessment and the lock cylinder and pawl release were damaged. It was determined that the damaged lock cylinder and pawl release was due to improper use of the disconnect sleeve running the device in the safe or load position and the damaged components are what caused the device to fail safety assessment. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation it was found that the device failed safety assessment and the lock cylinder and pawl release were damaged. The event was not reported to have occurred during surgery. It was not reported if there was any delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.